Event description:
It was reported that the minicap transfer set leaked at the dark blue connector. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Received one used set without cap on dark blue connector. Visual inspection was performed with no issues noted. Leak testing, clear passage test, and clamp function test were performed with no issues noted. Sample was not confirmed for the reported problem. Should additional relevant information become available, a follow-up report will be submitted.